Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation due to chest injury . Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation with a 250cc mentor smooth round moderate plus profile prosthesis and experienced left-sided deflation postoperatively. The deflation was observed after the patient experienced elbow trauma to her left breast on (B)(6) 2022. As a result, the patient underwent unilateral removal and replacement with a 250cc mentor smooth round moderate plus profile prosthesis (left catalog #: 3502250, left serial #: (B)(4) on (B)(6)-2022.

Manufacturer narrative:
On april 26, 2022, the mentor analysis lab received the suspect medical device for evaluation. On april 27, 2022, mentor completed an evaluation on the returned device. Mentor conducted visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant was found to have the valve missing within an area of 1.0 x 1.1 cm. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. Manufacturer¿s reference number: (B)(4).